Event description:
An olympus representative reported to olympus, on behalf of the customer, the endoeye flex deflectable videoscope the bending section rubber was cut and torn, the metal did not pop out. Upon inspection and testing of the returned device, it was discovered the adhesive part of the objective lens was peeled off. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of deterioration of the adhesive found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device the user's request was confirmed. It was discovered, the objective lens adhesive had peeled off and the bending section rubber adhesive was missing. In addition, it was noted, there were scratches on the bending section rubber, switch button 1, angle lever, up/down plate, light guide connector, surface of the light guide cover glass, video connector, and the video connector case also cracked. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, external factors, or handling. Olympus will continue to monitor field performance for this device.